Manufacturer narrative:
The customer¿s report that the tubing had separated from the top of the drip chamber was confirmed from a photograph provided by the customer. The root cause of this failure could not be identified.

Manufacturer narrative:
Gtin/UDI number for item 2477-0007 lot 17056593 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Information received suggests that 30 minutes into a ganciclovir infusion the tubing separated above the drip chamber and a leak occurred. The report suggests that two nurses got splashed with the medication, however there are no indications of serious injury to the patient or user as a result of this incident.